Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 26mm head; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that surgeon revised patient's right hip for pain. As per company representative, surgeon noted that the primary surgery took place 30 years ago. There was polyethylene wear and the head migrated north.